Manufacturer narrative:
This initial report is being submitted to provide additional information and the evaluation result of the subject device. Because olympus confirmed that there were 5 patients involved in the reported event, olympus will submit additional 4 initial mdrs to account for the total of 5 patients. (Please cross reference 8010047-2012-00223, 8010047-2016-00176, 8010047-2016-00177, 8010047-2016-00178) olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the three patients were admitted but have already been discharged. The other two patients were diagnosed with noninfectious pyrogenic urethritis. The subject device was returned to olympus for evaluation. The evaluation found a slight residue in the instrument channel port and the distal end. Omsc disassembled the subject device for evaluation. As a result of the disassembly evaluation, kink and perforation were found in the instrument channel. The kinked instrument channel is surmised to be caused by the deflected insertion tube. Because the instrument channel became narrower due to the kink, it is considered that interference between an instrument and the instrument channel increased upon insertion of the instrument, and it lead to the perforation. Trace of water invasion was noted inside the control section. Omsc conducted a composition analysis on foreign material noted on the subject device. As the result of the composition analysis of the foreign material found on the instrument channel port, o (oxygen) and slight amount of cl (chlorine) were detected in addition to stainless steel, the base metal. It suggests that a part of the instrument channel port was corroded by tap water or some other factors. As the result of the composition analysis of the white foreign material found on the distal end, na (sodium) and cl (chlorine) were detected. They are seemingly the residue of cleaning detergent, etc. As the result of the composition analysis of the black foreign material found on the distal end, c (carbon), sn (tin), p (phosphorus), si (silicon), and cl (chlorine) were detected. It was confirmed that they were to be the same element as the antifriction material used inside the subject device. Based on the above, the exact cause of the reported event could not be conclusively determined, but inadequate user reprocessing, inadequate maintenance, or user handling could not be ruled out as a contributory factor.

Event description:
The user facility reported that five patients returned to the user facility complaining of fever after having undergone a cystoscopy. The patients were provided with unspecified antipyretic treatment.